Event description:
It was reported that during a da vinci s surgical procedure, the site experienced a left eye video loss system error. With the assistance of an isi technical support engineer, the site checked their video cable to ensure it was properly seated. The video flickered when the cable was moved. The patient was under anesthesia and the port incisions were made when the surgical staff made the decision to abort the planned procedure. No patient harm or adverse outcome was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer (fse) discovered that the vision issue experienced by the customer was associated with the vision cable not being properly seated. The camera cable connects the camera to the system's vision cart, which then transmits the image to the surgeon's console. The system was repaired by reseating the camera cable. As of (B)(4) 2011, there have been no reported recurrences of the issue at this hospital.